Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Attempts to resolve the issue with different adapters and cables were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Technical support confirmed the shipping address and sent a replacement pump, instructing the caller to allow the pump¿s battery to fully deplete before returning it within 10 days using a provided return box and label.